Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 150cc, catalog 3501501bc, lot 6802687. Reason for device explant and/or reoperation: rupture and chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a mentor memorygel breast implant 175cc on the right side and with mentor memorygel breast implant 150cc on the left side and experienced chest injury and rupture. The rupture side is unknown. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the right side.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/20/2020, during visual inspection of the device, a pair pf creases were observed in the anterior and posterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. A crease/fold failure may be the result of the continuous and sustained stresses to the device occasioned to the car accident in which the patient was involved. The second product received (lot number: 6802687) is a concomitant (contralateral) device, therefore no further analysis is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/24/2020, a manufacturing record evaluation (mre) was performed for the finished device number 6739736, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).